Event description:
It was reported that the end of the device was shaved off.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure ¿[distal tip is shaved off]¿ was confirmed. Visual inspection scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Functional inspection: the distal tip has outer tube and fiber damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Actual failure mode(s): outer tube, fiber based on previous complaints, a possible root cause for this failure is: damaged outer tube and distal tip fiber damage occurred during use / handing by the customer. The product was received at henke for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.